Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. This lead exhibited high pacing thresholds. This lead also caused perforation to the patient which lead to pericardial effusion, hence pericardiocentesis was performed. This lead was repositioned and remained in service. No additional adverse patient effects were reported.